Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotablator rotalink burr and rotawire - ic were selected for use. During the procedure, it was noted that the olive got stuck on the cord and was unable to rotate. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: the device history record review could not be performed due to the lack of a batch number. Investigation conclusion: after a thorough review of the reported complaint and available information, the reported allegation is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported event. The investigation conclusion code of adverse event related to procedure was selected.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotablator rotalink burr and rotawire - ic were selected for use. During the procedure, it was noted that the olive got stuck on the cord and was unable to rotate. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.